Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not duplicate the error. The system operates as intended.

Event description:
The customer reported the system had a temporary image failure. No pt injury was reported.